Manufacturer narrative:
By checking the dhrs of the involved glenosphere code 1376.09.041 lot# 1813151, no pre-existing anomaly was found on the 42 glenospheres placed on the market with the same lot#. This is the first and only complaint received on this lot#. We will submit a final MDR as soon as the investigation will be concluded.

Event description:
Smr reverse revision surgery due to dislocation performed on (B)(6) 2019. Previous surgery took place on (B)(6) 2019. The exact reason for the dislocation is undetermined. According to the info received, the surgeon's intent was to perform a poly liner or glenosphere exchange to remedy the dislocation. Intraoperatively, it was determined to exchange the eccentric glenosphere for a lateralized glenosphere, and replace the poly liner accordingly. Event happened in USA.